Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause that the material remaining in the device from the provided information was unable to be specified. Additionally, it is unknown if there were deviations from instructions for use (IFU) on reprocessing steps for the light guide (lg) lens glue. Furthermore, no physical damage was confirmed at the lg-lens glue. The root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections:

Manufacturer narrative:
The device evaluation found that the plug unit had a scratch, the play of upward/downward knob was out of the standard value due to wear of angle wire, light guide lens had a crack, adhesive on bending section cover was detached, adhesive around objective lens had discoloration, there was corrosion around the forceps elevator, and parts needed to be replaced due to annual inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the light guide lens adhesive contained foreign material and that the inside of the light guide lens had a stain. This report is being submitted for the event found during evaluation. There was no patient involvement.